Event description:
The customer indicated that the ortho provue analyzer interpreted a weakly positive test reaction as negative. No erroneous results were reported. False negative test results can lead to transfusion of incompatible blood.

Manufacturer narrative:
An ocd field engineer visited the site and verified the pressure, vacuum, centrifuge performance and optimized the provue. The fe verified repairs by performing qc testing. Qc passed. This customer has not logged any complaints against this analyzer since this incident. Customer complaint was not confirmed using the returned sample. The results obtained with manual gel test were concordant with the provue test results at ocd using the returned sample and the same lot of red cell reagents used by the customer. The customer indicated that cell #s 2 and 10 reacted as weak 1+ with the sample using 0.8% panel a lot vra121. However, the sample created negative in manual gel and also on the provue with lot vra121 (cell #s 2 and 10) at ocd.